Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was completely destroyed due to dog chew marks and was unable to power up from blank display. Unable to perform the displacement test, active current test, sleep current test, and self-test due to complete destruction of the device. The pump was cut open for visual inspection and found cracked lcd glass, bleeding, broken pcba 1, cracked pcba 2, missing force sensor flex cable, missing motor flex cable, missing keypad flex tail, torn keypad assembly, missing motor cap, damaged harness assembly vibrator. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection of the complete destruction of the device: torn keypad overlay, damaged window display cover, cracked case - corner of the display window, cracked case (battery tube), cracked keypad overlay, dog chew marks. Cosmetic damage was confirmed at the back of the pump during analysis. Complete destruction of the device was noted due to dog chew marks. Blank display was confirmed due to the complete destruction of the device during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.